Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin continues to drip out during the manual prime process after customer releases the act button. Customer's blood glucose was unknown. During troubleshooting, insulin did not continue to drip out during the prime process, but the motor slowed down and the numbers started scrolling by themselves. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.